Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the error code was due to a faulty scope socket, a small crack and wear and tear on the front panel, and the power switch was faulty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the light source exhibited a b30 scope communication error code. The issue was found during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) occurred due to communication failure caused by scope socket failure. Olympus will continue to monitor field performance for this device.